Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that a balloon rupture occurred. The moderately tortuous and moderately calcified target lesion was located at the left circumflex and the left anterior descending artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During first inflation, it was noted that the balloon ruptured at 6atm for 6 seconds. The procedure was completed with another of the same device. No patient complications reported.